Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent capture. The patient was asymptomatic to the loss of capture. The rv outputs were increased to obtain capture overnight. There was a concern the lead had dislodged. An invasive procedure was performed the following day and the lead was successfully repositioned. No additional adverse patient effects were reported.